Manufacturer narrative:
The manufacturer did not yet receive devices for investigation, but it is mentioned by complainant that it will be provided. X-rays, or other source documents were not received for review at this time. The cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or the device be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Related zimmer reference number for this file is (B)(4).

Event description:
It was reported that the instrument twist drill 25x92mm cann 13mm stp 30mm shattered in the patient. No further details are known at this date.